Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this defibrillation lead received an inappropriate shock due to oversensed noise. It was noted that the patient recently received an left ventricular assist device (lvad). Following the lvad implant an increase in ventricular pacing was observed however there was no capture. Additionally, out of range pacing impedance measurements were observed. Ventricular therapy was programmed off and the pacing mode was reprogrammed to aai 50. No additional adverse patient effects were reported.